Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. There was no reported adverse effect to the customer's blood glucose level. The customer successfully reloaded the cartridge onto the pump following instructions to clean the pneumatic tap area with an alcohol wipe or lint-free cloth and resumed insulin delivery without further issues.